Event description:
Information was received stating error: cassette not attached properly. No additional information is known.

Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed which passed. Investigation, unable to duplicate customer stated problem; however, problem found in the ehl. Investigator's replace downstream occlusion sensor for preventive measure. Perform a full pm and functional test to passed.